Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a skin reaction that required medical intervention. The patient¿s father reported a skin reaction to the sensor applicator cannula. The patient was evaluated by his physician, diagnosed with an infection at the sensor insertion site and prescribed infections. The event occurred five days after the sensor had been inserted into the arm. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.